Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 150cc saline breast prosthesis that deflated after implantation. Deflation was diagnosed by an examination. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 05/17/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/26/2018, mentor completed the investigation on the suspect medical device. The device was received with no fluid. White material was observed on the shell surface. Upon receipt the device appeared intact. Leak testing revealed there was leakage from the valve. No other anomalies were observed. Complaint was confirmed. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation . Dislodged valve material from a valve puncture or tear . Water soluble crystal like material (residual nacl from the fill solution) . External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for. Evaluation separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. Based on the information provided and the results of the laboratory examination of the device, the product evaluation (pe) team was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. At this time is not possible to determine the origin of the white material. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/04/2018, mentor received additional information about the event: it was originally reported that the date of event is (B)(6) 2018. New information states that the date of event is (B)(6) 2018. It was originally reported that the patient was implanted with a mentor smooth round moderate profile 150cc saline breast prosthesis, catalog number 3501615. New information states that patient was implanted with a mentor smooth round moderate profile 175cc saline breast prosthesis, catalog number 3501620. UDI is 00081317001195 to match catalog number 3501620 explanted device was replaced with a mentor memorygel breast implant 175cc gel breast prosthesis. The lot number for the suspect medical device is 225408. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).